Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer distal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the suj and the fa is still in progress. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure that universal surgical manipulator (usm) 1 felt loose. The procedure was reportedly being completed as planned, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (dsuj) was analyzed and fand the reported ¿arm 1 loose¿ was confirmed and replicated. Due to the mechanical nature of the fault, no error logs were recorded at the time of event. Confirmed the loose complaint via staff & fse notes in the arm complaint detail report. Upon visual inspection, the three screws that secure the wrist brake inside of the wrist brake housing were loose, causing the housing to turn by hand a couple of degrees in both directions. The unit was installed onto a golden system no errors were logged, but it took very little force to create rotational movement of the wrist, replicating the reported event. The unit was then installed onto a pftp where it passed all relevant tests. As a result of these findings, failure analysis was able to conclude that the brake screws were found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The root cause is due to a mechanical failure of the screws securing the wrist brake inside the housing.